Event description:
It was reported that the patient experienced issues with cartridges getting stuck when being inserted into the pump. There was no adverse impact to the customer¿s blood glucose level. The patient declined further assistance from cts, and no additional information was received regarding any further actions taken.